Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor overheating as well as the motor stopping was not confirmed. The centrimag motor (serial #: (B)(6)) was returned for analysis to the service depot and was evaluated and tested and the reported event was unable to be duplicated or verified. The motor was tested with a test console and flow probe for an extended period of time and there were no alarms or issues observed. The motor maintained the set speed and flow. The motor underwent a functional test and passed all tests. The motor cable was inspected, and no issues were observed. The motor was returned to the customer. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ stated how to properly address the system alarms, including m6 ¿motor over temp¿, ¿m4: motor alarm¿ and low flow alarms. No further information was provided. The manufacturer is closing the file on this report.

Event description:
Additional information reported that initially, only the motorhead was exchanged. However, the console was also changed out within the same hour.

Manufacturer narrative:
Received user facility medwatch #: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag was being used on a covid-19 positive patient, when the extracorporeal membrane oxygenation (ECMO) console alarmed for motor fail, low flow, and motor over heated. The alarms went off simultaneously and without any warning. There were no rpms displayed and the ECMO flow was shown as -0.32. Nurses and respiratory therapists immediately entered the room wearing personal protective equipment (ppe). When they entered, there was no movement to the ECMO motor, so the fio2 was immediately increased to compensate. The patient's o2 saturations decreased to 64% during the event, which lasted for a total of 6 minutes. The ECMO motor head was switched and the flow was restored along with the return of oxygenation, and the patient was returned to their original settings. A work order was placed for the malfunctioning ECMO motor and a clinical engineer ran tests on it. It was noted that a yellow alarm did not appear prior to the ECMO motor stop, and there was no alarm when the motor was unseated. The patient remained on the ECMO in the critical care unit. Related manufacturer's reference number for the console in use: 3003306248-2021-05725.